Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the surgeon accidentally tore pulmonary artery causing the patient to bleed out that led to patient's passing.